Event description:
Procedure type: bilateral inguenal hernia. According to the reporter: the locking pin came out of the foam collar and therefore would not seal against the skin to preserve pneumoperitoneum. Another device was used to complete the procedure. No pt injury was reported. Pt status fine.